Event description:
The user facility reported that an operator sustained a chemical burn to her arm when removing an endoscope from a system 1e processor. The scope was reprocessed prior to use in a patient procedure. The operator went to employee health and was diagnosed with a 2nd degree burn on her forearm. Additional medical treatment information was not made available by the user facility. The user facility did report that the operator is doing fine and returned to work the next day.

Manufacturer narrative:
Steris has offered in-service however the user facility has not responded.

Manufacturer narrative:
A steris technician went on-site to investigate the reported event. The user facility reported that when the operator went to initiate a processing cycle and attempted to close the lid to start the cycle, the lid would not remain closed. The operator removed the endoscope from the processor and while doing so it was reported that she sustained a burn on her forearm. The employee was reported to be wearing protective gloves but had her sleeves rolled up. The steris technician inspected the unit and found the lid was difficult to close, however it was able to be closed with pressure. The technician removed the bottom shroud from the processor, inflated the lid seal and verified that the lid latches functioned properly. The shroud was reinstalled and the lid latch then worked with less force and the unit tested successfully. Photos of the lid latch assembly were evaluated by quality who noted the left and right lid latch were not properly aligned and the latch flag assembly was bent inwards. The root cause of the lid not latching with ease was that the lid latch assembly/components and/or shroud were not properly aligned and the cause of the burn is attributed to the operator not utilizing proper ppe at the time she allegedly sustained a burn on her arm because her sleeves were rolled up. The system 1e operator manual states (3-4): "caution: appropriate ppe is required when handling or disposing of partially filled, leaking or expired containers of s40. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield and any other protection required by facility procedures." However, the source of the substance which the operator came into contact with that could cause a burn has not been determined. At the time the operator attempted to initiate a processing cycle, an s40 container is inserted into the processor and an aspirator probe is inserted into the s40 container, puncturing the acid capsule beneath the lid and making a seal against the cup lid. The design of the s40 container and aspirator probe is such that peracetic acid cannot exit the s40 container when the aspirator probe is inserted. It is possible, although not likely, that an operator could be exposed to a small amount of the powdered builders mixture, but this material is inert and would not result in an acid-like burn to the skin. Steris will offer in-service on proper use and operation of the equipment.

Manufacturer narrative:
Steris quality evaluated the returned unit and found that the lid and lid switch were operable however noted the following: pry marks on the underside of the lid, damaged latch hook opening on the top of the drip pan, a bent and scratched latch flag, loose latch flag screw and bent shaft. Quality ran four diagnostic and processing cycles which completed successfully. The latch hooks engaged the latch pawls when the lid seal was inflated but they were not properly aligned. The misalignment can be caused by improperly adjusting the lid latch assembly. The technicians subject of the reported event were re-trained on the proper lid latch adjustment procedure. The device history record was reviewed and evidences the processor was manufactured to specification.